Event description:
It was reported that during angioplasty of the left common carotid artery, a 40x9 xact freestyle stent was deployed. An arterial dissection was noted at the distal edge of the stent. A non-abbott, open-cell stent was deployed for treatment of the dissection. The result was not satisfactory due to a considerable gap between the xact stent and the non-abbott stent. It was necessary to deploy a third, unspecified open-cell stent. After implant of the third sent the patient became agitated, but remained stable. The procedure was completed without adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of dissection is a known, observed and potential adverse event of stenting procedures as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.